Event description:
It was reported that continuous glucose monitor displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with assistance, and cgm error did not appear again after reset.